Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Consumer reported via e-mail that tampon string was short or breaking. No injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer reported via e-mail that tampon string was short or breaking. No injury reported.